Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a device check on (B)(6) 2018. Non-sustained right ventricular oversensing due to noise was observed. On (B)(6) 2018, the patient was seen for another check. The patient was asymptomatic and there weren't any reported anomalies.